Event description:
Per the clinic, the patient underwent a surgical procedure (date not reported) to remove an overgrowth of skin tissue and exchange the abutment for a longer model. The implanted device remains.

Manufacturer narrative:
(B)(4).